Manufacturer narrative:
Analysis of the lead found the conductor of the lead body was broken and the anchor site was unknown. All conductors were broken 8.4 cm from the distal end. The lead was stretched and the #0 and #1 conductors were broke at the connector weld sites. There was a short between the #0 and #3 circuits where the conductors broke.

Manufacturer narrative:
Concomitant medical products: product ID 3389-28, serial# unknown, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) suspected lead damage. The patient had symptoms of dystonia return; the return of symptoms led to the event. Impedance checks were done which showed as out of range. X-rays taken where a suspected lead break was observed; potential lead break. The surgeon explanted and replaced the lead. The issue was resolved at the time of this report. The patient was alive with no injury. The rep was going to return the lead to the device manufacturer. If additional information is received, a follow up report will be sent.